Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a rebel stent delivery system. The balloon was tightly folded. The stent was microscopically examined and was found to be damaged with the first row was stretched and lifted. The tip was damaged. There were several hypotube kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Bsc ID# (B)(4). Tw# (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 32 x 3.00 rebel stent, it was noted that the stent was deformed. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent damage occurred. During preparation of a 32 x 3.00 rebel stent, it was noted that the stent was deformed. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.